Event description:
It was reported by repair work order that the power cord was missing the ground prong and the motion interrupt pan was damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.